Manufacturer narrative:
(B)(4). Additional information was received that the patient's symptom of having restless legs is not device or procedure related. The patient's existing medication was adjusted and the event was resolved.

Event description:
A report was received that after the patient's device was activated the patient was experiencing symptoms of restless legs. The patient was given medication to help control the symptoms but the symptoms were not resolved. It is unknown if the symptoms are device or procedure related.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that after the patient's device was activated the patient was experiencing symptoms of restless legs. The patient was given medication to help control the symptoms but the symptoms were not resolved. It is unknown if the symptoms are device or procedure related.

Event description:
A report was received that after the patient's device was activated the patient was experiencing symptoms of restless legs. The patient was given medication to help control the symptoms but the symptoms were not resolved. It is unknown if the symptoms are device or procedure related.